Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, at the end of the intradermal suture in nose grafting, the needle and thread broke. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned samples noted one suture and one needle. The needle was broken at the swaged end. The swaged end of the needle was attached to the suture. It was observed, under magnification, that instrument marks were present on the swaged end of the needle. The retainer was inspected with no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needle was grasped improperly at the swaged end of the needle during application. Firmly grasping the needle at the swaged end can deform the crimp, can cause the needle to disengage from the suture, and can even cause the needle to break at the swaged end. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.